Event description:
It was reported that the patient's left hip was revised due to trunnion wear. An accolade I stem, head, and liner were revised to a restoration modular stem construct, femoral head. Adm/ mdm poly insert, and mdm liner.

Manufacturer narrative:
Reported event: an event regarding disassociation and wear involving an unknown accolade stem was reported. The event was confirmed via clinician review and review of provided photos. Method & results: product evaluation and results: the reported device was not returned however photographs were provided for review. The photographs show recently explanted stem, metal head and liner with blood and tissue on it. Trunnion of the stem was severely worn and penciled to a pointed tip. Medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: "confirmation: the event can be confirmed. There was dissociation of the head from the stem with trunnion wear. Root cause: the event is likely the result of a recalled lfit head with tmzf accolade stem. The head dissociated from the stem and there exists severe trunnion wear. Obtaining the implants and/or lot numbers of the implants may additionally confirm the event. " product history review: not performed as the device lot details were not provided. Complaint history review: not performed as the device lot details were not provided. Conclusions: the photographs show the trunnion of the stem was severely worn and penciled to a pointed tip. Clinician review indicated that the event can be confirmed. There was dissociation of the head from the stem with trunnion wear. The event is likely the result of a recalled lfit head with tmzf accolade stem. The head dissociated from the stem and there exists severe trunnion wear. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device lot details, return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
It was reported that the patient's left hip was revised due to trunnion wear. An accolade I stem, head, and liner were revised to a restoration modular stem construct, femoral head. Adm/ mdm poly insert, and mdm liner.